Event description:
It was reported that visualization issues occurred. The target lesion was located in superficial femoral artery. An opticross 18 catheter was used for ultrasound examination of the target lesion. During the procedure, the wire wrapped around the catheter and prohibited it from advancing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, and the imaging window was twisted. Additionally, microscopic inspection also revealed that the guidewire exit port and tip were damaged.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in superficial femoral artery. An opticross 18 catheter was used for ultrasound examination of the target lesion. During the procedure, the wire wrapped around the catheter and prohibited it from advancing. There was no visible damage to the catheter. The procedure was completed with another of the same device. No patient complications were reported.